Manufacturer narrative:
Customer returned 9 samples in photos, no physical samples were returned. The complaint of foreign matter was confirmed by the photos. The photos were escalated to the syringe supplier for further investigation. The supplier, cardinal health, was given ample time to complete an investigation but was only able to provide the following: the device history record for each lot affected was review, showed that manufacturing and inspection product was performed as per applicable procedures and validated process. All inspection results was carry out and were within acceptable criteria as per established sampling plan levels quality procedures. Additional no ncrs opened during manufacturing process. No formal closure letter or acknowledgement of the failure was provided. The root cause for the issue is unknown without the supplier investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd mon barrel syringe had foreign matter. The following information was received by the initial reporter with the verbatim: qc rejected 9 syringes during incoming visual inspections due to particulates discovered on the rubber stoppers. Syringe, sterile, monoject barrel, rodless, 35ml, pk10, covidien.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.